Event description:
Less than one year post op, x rays revealed the locking pin had disassembled, requiring removal.

Event description:
Less than one year post op, x rays revealed the locking pin had disassembled, requiring removal.